Event description:
An female pt, diagnosed with pad, underwent a peripheral intervention procedure, in which 3 sheath exchanges were performed. No procedural complications were reported. Info was requested, but not provided on previous cath experience, risk factors for closure device complications, or history of hypertension. The mynx procedure was reported to be performed per IFU without complications during the procedure. Immediately after the procedure, the pt developed a "grape-fruit sized" hematoma, in which add'l manual compression was applied. Subsequently, a 3-4 g/dl drop in hemoglobin was noted, and she was transfused two units of blood. Add'l info was requested and is still pending, including post procedure act, evidence of other types of bleeding, pre-cath and procedural hemoglobin. Pt remained in the hospital one add'l day before discharge without further incident. The physician assessed the complication as related or possibly related to the mynx device.

Manufacturer narrative:
The review of the lot history record did not exhibit any issues that may have caused or contributed to the reported incident. The device was not returned for eval and no other info, indicating that the device did not perform as intended, was provided at this time. There is no evidence that suggests the device did not meet specifications.